Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure on an unknown date. In 2009, it was noted that the patient had a very minor mesh exposure at the posterior fourchette. The maximum size was 1mm x 3mm. The intervention is listed as locar e2" vagifem estrogen cream.

Manufacturer narrative:
Date sent to the FDA: 09/23/2009. Mesh exposure occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.